Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Please note attached list of add'l device implanted in pt. Pxc141200 / 04751420.

Event description:
On 12/22/06, this pt rec'd a gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component. Imaging revealed that the distal end of the trunk ipsilateral leg component within the left common iliac artery appeared to be invaginated. No contrast outside of the implanted device within the area of invagination was noted. A reintervention was performed in 07 placing a boston scientific bare wall stent. The pt tolerated the procedure.